Manufacturer narrative:
Device was evaluated by MFR.: express sd stented balloon catheter was returned. A visual and microscopic inspection was done on the outer shaft, inner shaft, balloon, and tip. There were no damages found in the analysis. The stent is still tightly on the balloon. The device was functionally tested by inflating the balloon and the stent was able to be deployed. No other damages or irregularities presented on the remainder of the examination.

Event description:
It was reported that stent partial deployment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified vertebral artery. A 5.0mmx19mmx150cm express sd stent was advanced for treatment; however, during the procedure, the stent was stuck and only partially deployed instead of fully expand. The device was pulled out and replaced with another of the same model to complete the procedure. No complications were reported and the patient was stable.

Event description:
It was reported that stent partial deployment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified vertebral artery. A 5.0mmx19mmx150cm express sd stent was advanced for treatment; however, during the procedure, the stent was stuck and only partially deployed instead of fully expand. The device was pulled out and replaced with another of the same model to complete the procedure. No complications were reported and the patient was stable.